Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.